Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, a crease/fold was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device 5776635 number, and no non-conformance's were identified. Reason for device explant and/or reoperation: rupture/capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old caucasian female who had a 325cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture and left sided rupture post procedure. The rupture was discovered during explant. Explant without replacement was performed on (B)(6) 2022. See 1645337-2022-11310 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on october 21, 2022. In addition to the issues reported initially, the patient stated to have also experienced several unexplained systemic symptoms for several years post procedure. Breast implant illness, fatigue, brain fog, swollen eyes, insomnia, blurry vision, dry eyes, pain in my chest cavity behind the implants, vertigo, extreme tingling in extremities, weight gain, inflammation, an extreme thirst that was unable to be quenched, acid reflux, speeding heart rate, unable to take a full deep breath, and tinitus were noted. The patient's symptoms have improved since explant. Reason for device explant and/or reoperation: capsular contracture/generalized illness. H6 health effect - clinical code e2402: generalized illness. Manufacturer¿s reference number: (B)(4).